Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a percutaneous vertebroplasty (th11) for vertebral compression fracture on (B)(6) 2023. In the surgery, a screw was planned to be used in conjunction with the procedure. After inflation of the balloon, the cement was used. After about seven minutes of mixing the monomer and polymer, the optimum viscosity was reached, and about 3cc of the cement was injected on the left side and about 2cc on the right side. After checking the state with an image intensifier, the surgeon determined that the amount of cement was adequate and terminated the cementing process. At this point, approximately eleven minutes had passed since the start of cement mixing. Since a screw was to be inserted into the same vertebral body, a guide wire was inserted into the vertebral body via the left pedicle of vertebral arch before the cement hardened, and the screw began to be inserted over the guide wire. However, the cement hardening was faster than expected and the screw could not be inserted into the vertebral body. The surgeon gave up inserting the screw into the vertebral body. At this point, approximately 13 minutes had passed since the start of cement mixing. The surgeon tried to remove the guide wire, but it was stuck to the cement and could not be removed. Because the guide wire itself could be rotated, the cement did not completely harden, but the guide wire was caught in the cement and the surgeon determined that it could not be removed. Therefore, the guide wire was tapped with pliers, hammers, etc., and successfully removed. The surgery was then interrupted for about thirty minutes to arrange spare implants, etc. The surgery was completed with thirty to forty minutes delay. The surgeon commented that the cause of this event was not a problem caused by a product defect, but rather the failure of the surgeon and the sales representative to fully understand the time required for cement to harden. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).